Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported leakage on the involved device. Follow up communication with the user facility confirmed the following information: a leaky valve was reported; and there was no patient injury and medical intervention was not required.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the sample evaluation results. The actual device was not returned to the manufacturing facility for evaluation. Therefore the investigation is based upon the user facility information and evaluation of the retention samples from the involved product code/lot number combination as well as the surrounding lots. Visual examination confirmed there were no defects. In addition, functional testing confirmed the products met manufacturing specification. A review of the device history record of the product code/lot# combination confirmed there were no production related problems. A search of the complaint file did not find any other report with the involved product code/lot# combination. The investigation results verified that the retention samples were normal product with no anomalies which would lead to the reported leak. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up number 2 to provide the evaluation results of twelve (12) returned unused sealed samples and provide additional details. Twelve (12) unused sealed samples were returned to the manufacturing facility for evaluation. There were no visual anomalies noted during the visual evaluation. In addition, functional testing confirmed the products met manufacturing specification. The investigation results verified that the returned samples were normal product with no anomalies which would lead to the reported leak. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Blood loss for this event was reported to be less than 250ml.